Event description:
The advocate stated a blood glucose reading of 30mg/dl was received on her mother's contour meter. A second test was performed on a different meter and the reading was 266mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The strip information was not provided. The customer was advised to return the test strips for evaluation. Replacement meter was sent to the customer.

Manufacturer narrative:
The initial reporter information was not provided.